Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on an open right hemicolectomy procedure, the device able to be fired and the surgeon did not noticed any problem, however a week post-operatively the patient had leak and went back to hospital. To resolve the issue the surgeon had to performed ileostomy to the patient. The surgical time was extended for more than 30 minutes due to the device issue.